Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs) and soon thereafter the patient ventricular fibrillation arrested and expired. The patient was brought to catheterization lab, and initial angiogram showed the left anterior descending (lad) artery was totally occluded. Epinephrine and levophed drips were initiated, and the decision was made to place an impella cp for the remainder of the percutaneous coronary intervention (pci) procedure. The lad was successfully opened percutaneous transluminal coronary angioplasty and drug-eluting stent. Final angiograms showed improved flows to the treated area. Drips were increased slightly over the course of the case due to significant drops in pressures. The decision was made to keep patient on impella mcs post pci while in the intensive care unit. During transfer to the unit, the patient became restless and began to significantly decline. Code blue was called once on the floor, and it was noted that the patient was in ventricular fibrillation arrest. Cardiopulmonary resuscitation and defibrillation were initiated, and intravenous pushes were administered over the course of 20 minutes. The decision was made to call the code after final pulse check was unsuccessful.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.